Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of a femoral artery after an unspecified procedure. Reportedly, when the needle plunger was removed, a cuff miss occurred. The device was removed and the method that hemostasis was achieved was not reported. There were no reported adverse patient effects. Though requested, no additional information was available.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete.(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.

Event description:
Patient was revised. The surgeon stated he thought the patient had a metal sensitivity problem.

Manufacturer narrative:
Evaluation summary: evaluation of the returned device found a posterior cuff miss occurred as evidenced by the posterior cuff remaining in the foot pocket and the posterior needle was undisturbed. This is indicative of posterior needle being deflected away from posterior foot pocket instead of engaging with the posterior cuff inside the posterior foot pocket, because the needle did not engage the posterior cuff, the cuff was not ejected from the foot. When the plunger was removed from the device, the link was held on one end by the posterior cuff in the foot pocket while being pulled on the other end by the withdrawal of the plunger. This resulted in the anterior cuff detaching from the needle. One of the anterior cuff tabs (304 stainless steel, approx. 0.01 by 0.01 inches) was broken off and was not returned with the device. During lab testing the proxy plunger was inserted to test the needle trajectory and push mandrel travel length and the results were acceptable. Based on the investigation findings, the probable root cause for the posterior cuff miss and subsequent anterior cuff-to-needle tip detachment is needle deflection due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. No manufacturing or quality issue was detected. A review of the device history record for this lot did not produce any findings relevant to this report.